Manufacturer narrative:
Consumer observed smoke coming from the joystick. The joystick was received and inspected. No external heat damage was observed on the joystick or its wires. The metal box was disassembled and component on the pc board was damaged. As with any electronic device, electronic component failures occur as one did in this joystick. However, failures of this type are well contained internally within the metal housing of the joystick. During the event, the joystick likely emitted smoke for a brief time, however, no fire occurred and no damage was external to the joystick. The chair became inoperable and the user remained stable.

Event description:
The consumer alleges he saw possible smoke coming from the joystick. No injury is alleged.